Event description:
Pt revised after xrays showed loose tibial tray. Inoperatively found cement/implant interface failure, cement mfg by others.

Manufacturer narrative:
Examination of the returned tibial tray confirms the report of tibial loosening. The investigation could not determine the exact root cause, but cementing technique may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.